Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
Device evaluation: the suspect tracheostomy tube was returned for investigation. Visual inspection found the device free of defects and abnormalities. During functional testing, the device cuff was inflated with air and allowed to rest for 36 hours. The cuff remained pressurized, with no leaks detected. Review of the device history record revealed no non-conformities during manufacturing. The returned product sample operated as intended. As no faults were observed with the returned product sample, no evidence was found to suggest the reported event was related to an intrinsic product problem.

Event description:
A report was received stating that the tracheostomy tube was found leaking. Patient required oxygen as a result. Problem was resolved by changing the tube. No permanent adverse effects to the patient were reported.